Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported discordant falsely depressed calcium (ca) patient results were obtained on a dimension vista instrument. Siemens healthcare diagnostics headquarters support center (hsc) completed the investigation of the event. Hsc has reviewed the information provided and the instrument data. Quality control was within conformance during the test event date. There was no indication of instrument calibration errors. Discordant and correct results were processed from the same flex and well set indicating the event was not related to a reagent non-conformance. No other patient samples were affected. The cause of the event is unknown. No product non-conformance was identified with the ca assay or analyzer. The system is operational. The device is performing within specifications. No further evaluation is required.

Event description:
Discordant falsely depressed calcium (ca) patient results were obtained on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The same sample was reprocessed on the same vista and on an alternate vista instrument and higher results were obtained. The higher correct and reported result was obtained on the same vista instrument. There are no reports of patient intervention or adverse health consequence due to the discordant falsely depressed ca results.